Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the left ventricular (lv) channel. Technical services (ts) reviewed and stated that the left ventricular (lv) lead intrinsic amplitude were low and out of range due to farfield oversensing. Ts recommended programming optimization. This device remains in service. No adverse patient effects were reported.